Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('right essure coil was almost entirely extruding into the uterine cavity'), device dislocation ('migration'), fallopian tube perforation ('perforation') and autoimmune disorder ('autoimmune-like symptoms'). In an adult female patient who had essure (batch no. 629299, 626584, 627752), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: multiparous and fallopian tube spasm. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), peripheral swelling ("swollen feet"), migraine ("migraines"). And intentional device use issue ("eight whole essure coils inside you"). And was found to have weight increased ("weight gain"). The patient was treated with surgery, laparoscopic bilateral salpingectomy and removal of essure devices. And laparoscopic bilateral salpingectomy and removal of essure devices. Additional surgery (B)(6) 2009. Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device dislocation, fallopian tube perforation, genital haemorrhage, autoimmune disorder, pelvic pain, urinary tract disorder, allergy to metals, dyspareunia, weight increased, peripheral swelling, migraine and intentional device use issue outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, intentional device use issue, migraine, pelvic pain, peripheral swelling, urinary tract disorder and weight increased to be related to essure. The reporter commented: date of surgery(s): (B)(6) 2009 type o/surgery(s): previously placed right essure coil (lot #: 626584) removed. And replaced with new right essure coil (lot 627752). The left ostia was with adequate coil, 8 coils noted. An ostia and adequate coils on the right side. Four coils could mean number of loops trailing into yours uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy: on (B)(6) 2009, bilateral ostia noted, on both sides. No polyps or fibroids noted. The left ostia was with adequate coil, 8 coils noted. An ostia and adequate coils on the right side. Right essure coil (lot #: 626584), left essure coil (lot #: 629299). Right essure coil (lot #:627752) inserted on (B)(6) 2009. Lot number:626584, manufacture date: 2008-02, expiration date: 2010-01. Lot number: 627752, manufacture date: 2008-08, expiration date: 2010-08. Lot number: 629299, manufacture date:2009-01, expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: event: "intentional insertion of multiple intrauterine devices" added. New reporter added. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure coil was almost entirely extruding into the uterine cavity'), device dislocation ('migration'), fallopian tube perforation ('perforation') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 629299, 626584, 627752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiparous and fallopian tube spasm. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), the first episode of peripheral swelling ("swollen feet"), migraine ("migraines"), intentional device use issue ("eight whole essure coils inside you"), fatigue ("fatigue") and the second episode of peripheral swelling ("swollen feet ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure devices. And laparoscopic bilateral salpingectomy and removal of essure devices. Additional surgery (B)(6) 2009). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device dislocation, fallopian tube perforation, genital haemorrhage, autoimmune disorder, pelvic pain, urinary tract disorder, allergy to metals, dyspareunia, weight increased, migraine, intentional device use issue, fatigue and the last episode of peripheral swelling outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, intentional device use issue, migraine, pelvic pain, urinary tract disorder, weight increased, the first episode of peripheral swelling and the second episode of peripheral swelling to be related to essure. The reporter commented: date of surgery(s): (B)(6) 2009 type o/surgery(s): previously placed right essure coil (lot #626584) removed and replaced with new right essure coil (lot 627752). The left ostia was with adequate coil, 8 coils noted. An ostia and adequate coils on the right side. Four coils could mean number of loops trailing into yours uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2009: bilateral ostia noted on both sides. No polyps or fibroids noted. The left ostia was with adequate coil, 8 coils noted. An ostia and adequate coils on the right side. Right essure coil (lot #626584), left essure coil (lot #629299), right essure coil (lot #627752) inserted on (B)(6) 2009. Lot number:626584; manufacture date: 2008-02; expiration date: 2010-01. Lot number: 627752; manufacture date: 2008-08; expiration date: 2010-08 . Lot number: 629299; manufacture date:2009-01; expiration date: 2012-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event "fatigue, swollen feet" added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure coil was almost entirely extruding into the uterine cavity'), device dislocation ('migration'), fallopian tube perforation ('perforation'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 629299, 626584, 627752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiparous and fallopian tube spasm. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), peripheral swelling ("swollen feet") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure devices. And laparoscopic bilateral salpingectomy and removal of essure devices. Additional surgery (B)(6) 2009). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device dislocation, fallopian tube perforation, genital haemorrhage, autoimmune disorder, pelvic pain, urinary tract disorder, allergy to metals, dyspareunia, weight increased, peripheral swelling and migraine outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, migraine, pelvic pain, peripheral swelling, urinary tract disorder and weight increased to be related to essure. The reporter commented: date of surgery(s): (B)(6) 2009 type o/surgery(s): previously placed right essure coil (lot #626584) removed and replaced with new right essure coil (lot 627752). The left ostia was with adequate coil, 8 coils noted. An ostia and adequate coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2009: bilateral ostia noted on both sides. No polyps or fibroids noted. The left ostia was with adequate coil, 8 coils noted. An ostia and adequate coils on the right side. Right essure coil (lot #626584), left essure coil (lot #629299), right essure coil (lot #627752) inserted on (B)(6) 2009. Lot number:626584 manufacture date: 2008-02 expiration date: 2010-01. Lot number: 627752 manufacture date: 2008-08 expiration date: 2010-08. Lot number: 629299 manufacture date:2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure coil was almost entirely extruding into the uterine cavity'), device dislocation ('migration'), fallopian tube perforation ('perforation') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 629299, 626584, 627752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiparous and fallopian tube spasm. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), the first episode of peripheral swelling ("swollen feet"), migraine ("migraines"), intentional device use issue ("eight whole essure coils inside you"), fatigue ("fatigue") and the second episode of peripheral swelling ("swollen feet ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure devices. And laparoscopic bilateral salpingectomy and removal of essure devices. Additional surgery (B)(6) 2009). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device dislocation, fallopian tube perforation, genital haemorrhage, autoimmune disorder, pelvic pain, urinary tract disorder, allergy to metals, dyspareunia, weight increased, migraine, intentional device use issue, fatigue and the last episode of peripheral swelling outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, intentional device use issue, migraine, pelvic pain, urinary tract disorder, weight increased, the first episode of peripheral swelling and the second episode of peripheral swelling to be related to essure. The reporter commented: date of surgery(s): (B)(6) 2009 type o/surgery(s): previously placed right essure coil (lot #626584) removed and replaced with new right essure coil (lot 627752). The left ostia was with adequate coil, 8 coils noted. An ostia and adequate coils on the right side. Four coils could mean number of loops trailing into yours uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2009: bilateral ostia noted on both sides. No polyps or fibroids noted. The left ostia was with adequate coil, 8 coils noted. An ostia and adequate coils on the right side.. Right essure coil (lot #626584), left essure coil (lot #629299), right essure coil (lot #627752) inserted on (B)(6) 2009. Lot number:626584 manufacture date: 2008-02 expiration date: 2010-01. Lot number: 627752 manufacture date: 2008-08 expiration date: 2010-08. Lot number: 629299 manufacture date:2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure coil was almost entirely extruding into the uterine cavity'), device dislocation ('migration'), fallopian tube perforation ('perforation'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 629299, 626584, 627752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiparous and fallopian tube spasm. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), peripheral swelling ("swollen feet") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure devices. And laparoscopic bilateral salpingectomy and removal of essure devices. Additional surgery (B)(6) 2009). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device dislocation, fallopian tube perforation, genital haemorrhage, autoimmune disorder, pelvic pain, urinary tract disorder, allergy to metals, dyspareunia, weight increased, peripheral swelling and migraine outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, migraine, pelvic pain, peripheral swelling, urinary tract disorder and weight increased to be related to essure. The reporter commented: date of surgery(s): (B)(6) 2009 type o/surgery(s): previously placed right essure coil (lot #626584) removed and replaced with new right essure coil (lot 627752). The left ostia was with adequate coil, 8 coils noted. An ostia and adequate coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2009: bilateral ostia noted on both sides. No polyps or fibroids noted. The left ostia was with adequate coil, 8 coils noted. An ostia and adequate coils on the right side.. Right essure coil (lot #626584), left essure coil (lot #629299), right essure coil (lot #627752) inserted on (B)(6) 2009. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.